Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain. Pfs and medical records received. Pfs now alleges high metal ions, squeaking of the hips, and lost mobility. After review of the medical record for MDR reportability, the stem is being added for the alleged high metal ions (no lab results provided). Pfs and medical records received. After review of the medical records for MDR reportability, lab results indicated high metal ion levels. Receipt of ppf and sticker sheet. Pinnacle plaintiff profile form alleges loosening of cup, metallosis/metal wear and elevated metal ions. Doi: (B)(6) 2007; dor: (B)(6) 2016; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.